Manufacturer narrative:
The explanted acetabular components are not available for eval to determine the cause for revision surgery.

Event description:
Apex acetabular section of the hip implant was explanted and replaced. The apex modular stem was not removed. The femoral head was replaced with an apex femoral head. The hospital did not carry the apex shell and insert. Non-omni shell and insert were used to complete the surgery. The partial revision surgery was performed on (B)(6), 2011. Pt is doing well post surgery.